Manufacturer narrative:
This complaint was raised due to feedback from a physician who stated he had five zfen cases where the graft twisted up to 90 degrees. The lot numbers are unknown and therefore the work orders could not be reviewed. Manufacturing instructions state to ensure the graft is compressed symmetrically and that the sheath is not twisted after transferring. Due to the limited information received, the exact root cause of the twisting is unknown, however potential root causes include: twisting of the graft/system during loading. Twisting of the graft/system during preparation. Twisting of the graft/system during insertion. The IFU sent with these devices states to check the orientation of the graft prior to insertion and to avoid twisting the graft during deployment. This complaint was raised due to feedback from a physician who stated he had five zfen cases where the graft twisted up to 90 degrees. The lot numbers are unknown and therefore the work orders could not be reviewed. Manufacturing instructions state to ensure the graft is compressed symmetrically and that the sheath is not twisted after transferring. Due to the limited information received, the exact root cause of the twisting is unknown, however potential root causes include: twisting of the graft/system during loading. Twisting of the graft/system during preparation. Twisting of the graft/system during insertion. The IFU sent with these devices states to check the orientation of the graft prior to insertion and to avoid twisting the graft during deployment.

Event description:
The physician commented he has had approximately 5 cases where the zfen graft has twisted up to 90 degrees. This report is based on general feedback provided by the physician, no specific procedure or patient details have been provided, and no adverse affects were reported.